Manufacturer narrative:
(B)(4).

Event description:
It was reported that this was a cta (cuff tear arthroplasty) treating rtsa (reverse total shoulder arthroplasty) on (B)(6) 2020. Pressure connection was not attained between the cup 38mm+3mm (130738203) and the epiphysis standard. They wiped off both devices and retried several times, which failed. Finally a replacing cup 38mm+6mm was used to complete the procedure less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.